Event description:
As reported by the user facility information by bbm sales organization in china: "overinfusion" customer statement: "description of event:during normal use, it was found that the end time of injection of syringe pumps was 2 hours earlier than the estimated time, so the infusion was immediately stopped and adverse events were reported."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint could not be confirmed, because no sample was sent to the service repair shop in melsungen for a further investigation process. According to the error description of the customer no more detailed analysis procedure could be performed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.